Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was observed. The target lesion was a 99% stenosed, calcified, and severely tortuous portion of the distal left anterior descending artery (dist lad). The liberte bare metal stent delivery system was difficult to advance to the lesion. So the physician pushed the device forcibly, but it was not able to cross the lesion. When it was removed from the patient body, the physician noticed the stent lifted up. The procedure was completed with a different device. The patient condition was reported as "good".

Manufacturer narrative:
H6 device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.